Event description:
It was reported that the pituitary was broken into pieces during use in surgery. All pieces were received. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed that the static portion of the tip is broken at the pin location, suggesting the use of excessive force. A review of the device history records found no documentation to indicate a non-conformance to specification.